Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs two devices, one device appears to be intact, red particles in the surface of the shell and the other device is rupture. No labeled the side explanted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device has been explanted.